Event description:
According to the initial reporter on 20mar2024: the stent was originally placed on (B)(6) 2023. The patient notified her physician that her leg pain was worsening, so the physician order some testing. On 19mar2024 the stent was showing restenosis on the proximal end. The physical felt that it was too soon for this to occur. The stent was not removed, the physician decided to retreat it with a drug coated balloon.